Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2019 / serial #: (B)(4), UDI #: (B)(4). Device manufacture date: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 06-nov-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller (B)(4), model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2019 / serial #: (B)(4), UDI #: (B)(4). Device manufacture date: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 16-nov-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00606 on december 4, 2020. Additional information - 12/07/2020: siemens healthcare diagnostics has concluded its investigation of advia centaur xpt sars-cov-2 igg (cov2g) discordant non-reactive (negative) results. Siemens reviewed the assays being tested on the same instrument as cov2g and cov2t and compared the finding with the table in customer bulletin #11537135, rev. A , random access capability for sars-cov-2 total (cov2t) and sars-cov-2 igg (cov2g). The table states when using advia centaur xpt cov2g with software version 1.3.1 and higher and test definition 1.1 and higher in conjunction with zikaab, probe wash 3 is required. The customer is not running zikaab on the same instrument with cov2g. Advia centaur xpt cov2g and cov2t assays may not always correlate. The cov2g method measures igg antibodies and the cov2t method detects igg and igm antibodies. The cov2t method is more sensitive than the cov2g method. There is not an expectation the siemens advia centaur xpt cov2g assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. The limitations section of the instructions for use states the following: "a nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." Based on the information provided, advia centaur xp cov2g is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2020-00605 was filed for the (B)(6) 2020 advia centaur xpt cov2g initial results. MDR 1219913-2020-00607 was filed for the (B)(6) 2020 advia centaur xpt cov2g initial results. MDR 1219913-2020-00608 was filed for the (B)(6) 2020 advia centaur xpt cov2g repeat results. MDR 1219913-2020-00609 was filed for the (B)(6) 2020 advia centaur xpt cov2t result.